Manufacturer narrative:
This incident occurred in (B)(6). Further information on the incident and affected device has been requested by handicare (B)(4). Handicare will investigate this issue further and initiate necessary remedial actions after receiving information required for investigation. No health hazard evaluation (hhe) is attached to this MDR report due to reasons above. Handicare has concluded that no information of significance can be provided through an hhe at this time.

Event description:
Leg of device sheared off while patient was being moved on it and it fell onto one side while he was still on it. Patient grazed his elbow. Device taken out of service. Another device was used to complete transfer. Event occurred in (B)(6).